Event description:
Boston scientific received information that post-implant while the patient was in recovery, this right ventricular lead exhibited high out of range pacing impedance measurements and loss of capture. The patient returned for lead intervention. After persistent unfavorable measurements, the lead was explanted and replaced with another boston scientific lead. The explanted lead will be returned for analysis. No resulting adverse patient effects reported.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual examination revealed an insulation cut at 200 mm from the terminal pin along with deformed conductor coils at 171 mm and at the insulation cut site. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis was unable to confirm the reported clinical anomaly as the lead demonstrated electrical continuity during laboratory testing.